Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has ineffective stimulation due to lead migration. Surgical intervention was undertaken, and the lead was explanted and replaced.